Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were missing the custom programs added by their healthcare provider (hcp).the patient stated that when they went to their hcp last (B)(6), they were told to try the one of the custom programs added by their hcp, then when they tried to switch to a different custom program 2 weeks after around the end of (B)(6), all of the custom programs were not in the list of programs. The patient confirmed that they had no recent falls, trauma, and activities that may cause damage to their ins such as pulling, stretching, etc. The patient added that they received an email from their hcp confirming that there were 4 custom programs added and that they could call the manufacturer if the programs were missing. During the call, the patient confirmed that they were only seeing the 7 default programs and that they could not scroll down the screen to see more programs. The agent redirected the patient to the hcp to further address the issue. The patient requested to have a manufacturer representative (rep) assist them, and the agent sent an email to the field for visibility.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the custom settings being lost was determined. They stated that there was nothing wrong actually, the patient just didn¿t scroll down far enough to get to the new programs. When asked what steps were or will be taken to resolve this issue, they stated that the patient was seen in clinic today with the rep and the provider and confirmed the programs were actually in there. This issue was resolved.